Event description:
Waffle chair cushion found deflated following patient use. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. No patient injury noted for this case. Manufacturer response for waffle cushion, brand not provided, per site reporter. Reported to medline and molylncke for product replacement.

Event description:
Waffle chair cushion found deflated following patient use. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. No patient injury noted for this case. Manufacturer response for waffle cushion, (brand not provided) (per site reporter): reported to medline and molylncke for product replacement.